Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a in-clinic follow-up, high capture threshold resulting in a loss of capture was observed on the left ventricular (lv) lead. The physician elected to take no further action. The patient was stable and will continued to be monitored.